Event description:
It was reported that per the independent repair center statement: the 4-way valve is stuck, the poppet valve is scratched, the o-ring pilot valve is defective, the heat exchanger has a worn hole, and the unit is alarming or had a red light. The repair document also states, 1-2 high pressure; no switching. No patient injury alleged, no additional information provided.